Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with discogenic back pain. Foraminal stenosis, l5-s1. Herniated nucleus pulposus, l5-s1. Lumbar radiculopathy and underwent the following procedures: lumbar laminectomy, l5-s1. Posterior spinal fusion and instrumentation, l5-s1. Transforaminal inter-body fusion utilizing the lateral approach with insertion of cage at l5-s1. Harvest of local autograft and utilization of bone morphogenic protein. As per-op notes, "...incision was made above the l5-s1 region. The spinous processes of l5 and s1 were resected. Laminectomy was performed of the distal end of l5 and proximal end of s1. The patient had a significant herniated nucleus pulposus and significant foraminal stenosis at l5-s1. The facets of l5-s1 were resected. The s1 nerve roots were retracted medially. Annulotomy was performed with a #15 blade bilaterally and thorough discectomy was performed. Pedicle screws were placed. The 5 mm tap was used bilaterally at l5 and a 6 mm tap in s1. 6mm * 15 mm screws were inserted at l5 bilaterally and 7 mm * 40 mm in s1 bilaterally. The traversing nerve root was retracted medially and the 11 mm peek cage, impregnated with the bone morphogenic protein, was inserted into the inter-body space. The rods were placed and set screws were placed..." No patient com plications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.